Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The procedure was done under general monitored anesthesia care (mac). Post spaceoar vue placement, the patient developed edema and an infection that looks like an abscess. This was confirmed through computerized tomography (CT) scan upon emergent follow up. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.